Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Customer reported that the device displayed an energy messages during a refractive procedure. The procedure was completed w/o consequences to the pt.